Manufacturer narrative:
Amendment: per additional information received from the sales representative, the lead was an attempted implant due to helix issues. This would no longer be reportable since there is no evidence to suggest therapy was compromised, and if this were to reoccur it is unlikely that this could lead to serious injury or death. Therefore, please disregard report 2124215-2024-20492.

Event description:
It was reported that this lead was an attempted implant due to helix issues. A different lead was used to complete the procedure. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance issue. A different lead was used to complete the procedure. No adverse patient effects were reported.